Event description:
(B)(4) - it was reported by the dealer that the left motor was jerking whenever the brakes were activated, and it got damaged. There was no injury was reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, (B)(4).